Event description:
Patient was revised to address a disassociation and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. X-rays and photography were reviewed. There was radiographic evidence of implant disassociation and photographic evidence of implant fracture. The acetabular cup appears to be malpositioned with an excessive amount of anteversion. The femoral head is eccentrically located within the cup and the evidence suggests the head is articulating with the metal cup. There is a shadow inferior to the cup that suggests disassociation of the liner. The patient was reportedly obese with a bmi of (B)(4). The photographs confirm fracture of the polyethylene acetabular liner and wear of the ceramic femoral head. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The investigation can draw no further conclusions with the information made available. Based on the performed investigation and inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.